Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type 3b of the cuff with complete crown separation, ovation limb placement right common iliac artery, pre-existing dialysis dependency as evidenced by bilateral renal atrophy (poorly perfused right renal artery, no perfusion to left renal artery) prior to non-endologix thoracic bridge stent just below celiac trunk, and ostial occlusion of the superior mesenteric artery. Clinical evaluations was unable to find substantial evidence to support the following reported events; unsuccessful endovascular repair attempt due to inability to move past external iliac, and infarcted bowel. Additionally there was evidence to reasonably support the following observations; ostial occlusion celiac trunk without perfusion to spleen (reconstitution to liver) as a result of a crown migration, coiling right mid aortic artery and possible gonadal artery. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the cuff's compromised stent graft integrity [fabric breach, stretched fabric - 67%], complete crown separation/superior migration was the use of strata material. Procedure-, user- and anatomy-related, and/or off-label or cautionary product use conditions could not be determined. Procedure related harms included an unsuccessful endovascular repair which resulted in a delay in treatment by one day. Associated clinical harms for this device failure included: type iiib endoleak of the cuff; device fragmentation of the suprarenal crown; successful brachial-approach endovascular repair; visceral obstruction of both the superior mesenteric artery and the celiac trunk; mesenteric ischemia/infarction; and, death. The most likely cause of the main body compromised stent graft integrity was the strata material in response to the migration (loss of overlap) the aortic extension. Procedure-, user- and anatomy-related, and/or off-label or cautionary product use conditions could not be determined. Additional procedure related harms could not be determined due to lack of medical information surrounding the event. Additional associated clinical harms for this device failure included: type iiib endoleak of the main body stent. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to (B)(4). Device was not returned, therefore, sample evaluation was not completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. To date devices have not been returned.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A computed tomography (CT) showed the patient had a type 3b endoleak with a crown separation of the suprarenal aortic extension. On (B)(6)2017 the physician attempted to place a non-endologix thoracic stent to seal the endoleak. During the procedure the physician was not able access the iliac artery to place the stent. The patient was closed up and transferred to (B)(6) for further treatment. On (B)(6)2017 the physician implanted an ovation iliac limb in order to advance a non-endologix thoracic device through the iliac. Prior to the secondary procedure, the patient was reported to have poor renal function with one functioning kidney. The physician decided to cover the renal arteries with the placement of the thoracic stent. A chimney procedure through the mesenteric artery was planned, however due to the sma and mesenteric arteries being occluded, the physician was unable to place stents. An additional non-endologix stent was placed to bridge the suprarenal and cook device to seal the endoleak. It was reported the patient had a bowel infarction and expired the evening of (B)(6)2017.